Event description:
It was reported that pump displayed malfunction code and customer contacted support for assistance, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support advised customer to update pump software to improve performance, provided instructions and assistance to reset pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump, restart cgm, load cartridge, and resume insulin independently, with instructions to call back if malfunction recurred.